Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of black display could not be confirmed. The field service representative checked the pump and could not duplicate the problem. The root cause of the reported complaint is undetermined. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required. Other remarks: for related complaint see MDR #1219856-2017-00168 and (B)(4).

Event description:
It was reported that a patient of (B)(6) in height while being transported with an intra-aortic balloon pump (iabp) the display screen turned black while going over a small ledge. Clarification: the screen went black but the console went on pumping. The pump was restarted and it was successful. There were no patient complications. There was no delay or interruption in therapy and no harm to the patient.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00168 and (B)(4).

Event description:
It was reported that a patient of (B)(6) in height while being transported with an intra-aortic balloon pump (iabp) the display screen turned black while going over a small ledge. Clarification: the screen went black but the console went on pumping. The pump was restarted and it was successful. There were no patient complications. There was no delay or interruption in therapy and no harm to the patient.